Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-16. The cause of the high impedance of electrode 8 was unknown. This electrode is not in use and the patient is able to get satisfactory paresthesia and complete pain coverage at this time. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient requested a reprogramming to have the stimulator cover more of their lower back pain rather than their legs. During a routine impedance check, electrode 8 was found to be greater than 10,000 ohms. This electrode is not in use so the issue was noted to be resolved. The patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.